Event description:
To date, additional patient or event details were received which have been added in H11

Manufacturer narrative:
E1:PATIENT CITY: (B)(6). PATIENT COUNTRY: POLAND. UNOMEDICAL HEREBY SUBMITS THIS INITIAL REPORT AS PART OF ITS COMPLAINT REMEDIATION ACTIVITIES CONDUCTED UNDER A CORRECTIVE AND PREVENTIVE ACTION (CAPA)/FDA ACTION PLAN. THIS SUBMISSION INCLUDES A RETROSPECTIVE REASSESSMENT OF PREVIOUSLY EVALUATED COMPLAINTS. UNOMEDICAL IS PROVIDING THIS INITIAL INFORMATION IN ACCORDANCE WITH THE REPORTING REQUIREMENTS SET FORTH IN 21 CFR PART 803. ANY FIELDS LEFT BLANK INDICATE THAT THE INFORMATION IS UNKNOWN, UNAVAILABLE, OR REMAINS UNCHANGED BASED ON THE REVIEW COMPLETED ON 25-FEB-2026 AND INVESTIGATION COMPLETED ON 11-MAR-2026 THIS MEDICAL DEVICE REPORT (MDR) IS BEING SUBMITTED AS THE INITIAL REPORT. ADDITIONAL INFORMATION - THIS MDR IS BEING SUBMITTED TO INCLUDE THE BELOW: H6: INVESTIGATION RESULTS UNDER TYPE OF INVESTIGATION, INVESTIGATION FINDINGS, INVESTIGATION CONCLUSIONS H11: INVESTIGATION SUMMARY: THE REFERENCE SAMPLES WERE VISUALLY INSPECTED AND TESTED FOR CLICK AND STATIC PULL. ALL TEST RESULTS WERE WITHIN SPECIFICATIONS. THE BATCH RECORD 6000471 WAS VERIFIED AND IT WAS FOUND WITHIN SPECIFICATIONS. THIS INVESTIGATION HAS BEEN UPDATED BECAUSE THE MALFUNCTION CODE CHANGED FROM, WHICH REQUIRES ADDITIONAL ACTIVITIES NOT INCLUDED IN THE ORIGINAL INVESTIGATION DATED 06/NOV/2023. THE ORIGINAL INVESTIGATION REMAINS VALID AND HAS NOT BEEN MODIFIED. AS PART OF THIS REASSESSMENT, THE FOLLOWING ELEMENTS WERE ADDED TO ALIGN WITH CURRENT INVESTIGATION REQUIREMENTS: COMPLAINT INVESTIGATION RESULTS: ELECTRONIC QUALITY MANAGEMENT SYSTEM (EQMS) SEARCH: A QUERY WAS RUN IN THE EQMS ON 11/MAR/2026 AGAINST LOT NUMBER 6000471 AND SIMILAR MALFUNCTION CODES: LEAK BETWEEN TUBING AND SITE CONNECTOR - DETACHMENT / SIGNIFICANT WETNESS, LEAKAGE FROM CONNECTION BETWEEN THE TUBING CONNECTOR AND THE INFUSION SET (CANNULA PART/BASE PIECE), TUBING DETACHED FROM TUBING-TUBING CONNECTOR, TUBING CONNECTOR IS CRACKED, SPLIT, DEFORMED, LEAKAGE MAY OCCUR. THE REVIEW CONFIRMED THAT LOT 6000471 AND THE IDENTIFIED FAILURE MODE ARE NOT ASSOCIATED WITH ANY NON-CONFORMANCE REPORT (NCRS) OR CAPAS OF THE SAME OR SIMILAR NATURE. SIMILAR COMPLAINTS SEARCH: A QUERY WAS RUN IN THE EQMS ON 11/MAR/2026 AGAINST "LOT NUMBER" CRITERIA EQUAL "6000471" AND SIMILAR MALFUNCTION CODES: LEAK BETWEEN TUBING AND SITE CONNECTOR - DETACHMENT / SIGNIFICANT WETNESS, LEAKAGE FROM CONNECTION BETWEEN THE TUBING CONNECTOR AND THE INFUSION SET (CANNULA PART/BASE PIECE), TUBING DETACHED FROM TUBING-TUBING CONNECTOR, TUBING CONNECTOR IS CRACKED, SPLIT, DEFORMED, LEAKAGE MAY OCCUR. THE NUMBER OF COMPLAINTS IS 1. THE COMPLAINT NUMBER IS COMPLAINT (B)(4). DEVICE HISTORY RECORD (DHR) REVIEW: THE LOT 6000471 WAS MANUFACTURED ACCORDING TO WORK INSTRUCTION (WI) VERSION 75.0 AND MANUFACTURED IN THE M12, ON 31/MAR/2023 WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY: ASSEMBLY: LOT 3C05531 WAS MANUFACTURED ACCORDING TO THE WI VERSION 26 AND ASSEMBLED IN THE QUICKSET LINE, ON 29/MAR/2023, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY: GLUING OF TUBING: LOT 3C05543 WAS MANUFACTURED ACCORDING TO THE WI VERSION 38 AND MANUFACTURED IN THE MACHINE MP08, ON 29/MAR/2023, WITH A TOTAL OF (B)(4) UNITS. LOT 3C05541 WAS MANUFACTURED ACCORDING TO THE WI VERSION 38 AND MANUFACTURED IN THE MACHINE MP04, ON 29/MAR/2023, WITH A TOTAL OF (B)(4) UNITS. THE DHR WAS REVIEWED IN ACCORDANCE WITH APPLICABLE PROCEDURES. ALL REQUIRED IN-PROCESS AND FINAL TESTS WERE COMPLETED AND MET SPECIFIED REQUIREMENTS. NO DEVIATIONS WERE IDENTIFIED, AND NO MAINTENANCE EVENTS WERE RECORDED THAT RELATE TO THE COMPLAINT CODE. CONCLUSION: DHR REVIEW SUPPORTS COMPLIANCE WITH MANUFACTURING AND QUALITY REQUIREMENTS; NO ISSUES NOTED. VISUAL EVIDENCE REVIEW: NO PHOTO WAS PROVIDED TO SUPPORT VISUAL CONFIRMATION OF THE REPORTED ISSUE. CONCLUSION: UNABLE TO PERFORM VISUAL VERIFICATION; ASSESSMENT BASED ON AVAILABLE DOCUMENTATION ONLY. CAPA DETERMINATION ASSESSMENT - CONCLUSION SUMMARY OF COMPLAINT INVESTIGATION: BASED ON THE INVESTIGATION, NO FURTHER INVESTIGATION IS REQUIRED. THE RECORD WILL BE CLOSED AND MONITORED THROUGH TRACKING AND TRENDING PER WI (MONTHLY TRIPS AND ALERTS). COMPLAINT UNCONFIRMED: FOLLOWING INVESTIGATION THE REPORTED FAILURE COULD NOT BE CONFIRMED FOR THIS COMPLAINT.

Event description:
REFERENCE NUMBER (B)(4). EVENT OCCURRED IN POLAND. IT WAS REPORTED THAT THE PATIENT HAD EXPERIENCED THE INFUSION SET TUBING DETACHMENT FROM THE QUICK RELEASE EVENT ON (B)(6) 2023. THE SITE LOCATION WAS THE ABDOMEN. THE INFUSION SET HAD BEEN IN USE FOR ONE DAY. NO FURTHER INFORMATION AVAILABLE.

Manufacturer narrative:
Unomedical hereby submits this supplement report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Correction: This MDR is being submitted to correct the submitted report source under G2, date of report B4, type of report G6 and manufacturing date H4 Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summaryThis investigation has been updated because the malfunction code changed from to which requires additional activities not included in the original investigation dated 06/NOV/2023.The original investigation remains valid and has not been modified.As part of this reassessment, the following elements were added to align with current investigation requirements:Complaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the Electronic Quality Management System (eQMS) on 11/MAR/2026 against ¿Lot Number¿ ¿6000471¿ and Similar Malfunction Codes: Leak between Tubing and Site connector ¿ Detachment / significant wetness, Leakage from connection between the tubing connector and the infusion set (cannula part/base Tubing detached from tubing-tubing connector,Tubing connector is cracked, split, deformed, leakage may occur.The review confirmed that Lot 6000471 and the identified failure mode are not associated with any NCRs or CAPAs of the same or similar nature.Similar Complaints search:A query was run in the Electronic Quality Management System (eQMS) on 11/MAR/2026 against ¿Lot Number¿ criteria equal ¿6000471¿ and Similar Malfunction Codes: Leak between Tubing and Site connector ¿ Detachment / significant wetness, Leakage from connection between the tubing connector and the infusion set (cannula part/base piece), Tubing detached from tubing-tubing connector, Tubing connector is cracked, split, deformed, leakage may occur.The number of complaints is 1. The complaint number is PR 1773250.DHR Review:The lot 6000471 was manufactured according to working instructions -4902100 version 75.0 and manufactured in the M12, on 31/MAR/2023 with a total of 28,500 units.The Sub-Assembly: AssemblyLot 3C05531 was manufactured according to the working instructions -4905245 version 26 and Assembled in the Quickset line, on 29/MAR/2023, with a total of 29,200 units.The Sub-Assembly: Gluing of TubingLot 3C05543 was manufactured according to the working instructions -4905078 version 38 and manufactured in the machine MP08, on 29/MAR/2023, with a total of 30,000 units.Lot 3C05541 was manufactured according to the working instructions -4905078 version 38 and manufactured in the machine MP04, on 29/MAR/2023, with a total of 10,100 units.The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: DHR review supports compliance with manufacturing and quality requirements no issues noted.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion:Unable to perform visual verification assessment based on available documentation only.Corrective and Preventive Action Determination Assessment ¿ Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per working instructions-001031 (Monthly TRIPS and Alerts).Corrective and Preventive Action Determination = No Corrective and Preventive Action RequiredComplaint Unconfirmed:Following investigation the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 3003442380